Event description:
The clear mask transparent face mask ez adjuster adhesive for the foam air barrier failed and the foam literally fell off 10/10 of the face masks had this issue for a wedding held on (B)(6) 2021. My daughter¿s wedding was held on (B)(6) 2021, she requested the clear mask transparent face masks for family members who would be photographed/filmed (B)(6). About 10 people wore the masks. All ten wears had the foam fall off due to its adhesive not holding. I had to switch n95 mask that I also brought for others to wear for the clear mask face mask by 1 hour in to the ceremony most of masks had failed by 2 hours into the ceremony all the masks had failed. This is a defective product due to poor material and construction.